Event description:
It was reported that the patient's ipg would not communicate with external devices. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy was restored post-operatively.